Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products d224trk bi ventricular defibrillator (B)(6) 2010; 6944-65 implantable tachy lead (B)(6) 2010; 5592-53 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device lasted less than expected. It was also reported that the left ventricular lead showed increasing thresholds. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.